Event description:
Per the clinic, the patient experienced a performance decrement and facial nerve stimulation with device use; however, the issue could not be resolved. The device was explanted on (B)(6) 2013, and the patient was reimplanted with another manufacturer's device during the same surgery.

Manufacturer narrative:
This report is filed februray 4, 2014.